Manufacturer narrative:
The customer was provided a bench repair for the device to be returned for repair and evaluation. The customer declined device repair, and no additional information could be gathered. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.

Event description:
The customer reported that the device will not alarm with leadsets connected to it. The device was not in use on a patient at the time of event, there was no adverse event reported.